Event description:
The pt was implanted with a siltex saline mammary prosthesis on 5/25/93. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 7/9/98.